Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test, occlusion test, and self-test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with an unexpected restart error test alarm during unexpected restart error test alarm test and reset the time/date after changing battery due to broken solder joints component on interface board. Pump received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive unexpected restart alarms after battery change. Customer's blood glucose was unknown. Insulin pump would be replaced.